Manufacturer narrative:
D1 (brand name) & d4 (serial, primary UDI number) has been updated. E1 (zip code extension) has been added as this was omitted from the initial mw submitted. H4 (device manufacture date) has been added. Ppae ( arterial occlusion/major bleed) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 35-year-old female patient presented with cardiomyopathy after international travel and flu. Likely viral myocarditis suspected. Placed on ECMO support as primary support device, with impella cp to vent the lv despite known small arteries in limbs. Proceeded with impella support with an occlusive sheath. Blood products given. Successfully recovered and weaned on day 9.